Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient was at the home depot when they experienced dizziness. He sat down on the floor and he passed out. Other customers at home depot called an ambulance and the paramedics treated the patient with oral dextrose (2 tubes) and IV dextrose. The paramedics took a bg reading which was 47 mg/dl and the cgm reading was 81 mg/dl and took him to the hospital. At the hospital they treated the patient with apple juice. After the treatment they took a bg reading which was 308 mg/dl. The patient was discharged after 4 hours. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).